Manufacturer narrative:
(B) (4). The ge service rep checked the fuses on the power distribution pcb for the source of the voltage drop. He determined that the f9 was dropping from 5.15vdc on one side to 5.01 on the other side. He pulled the fuse, cleaned, adjusted tension and reseated the system. The drop across the fuse was now nominal. He adjusted the power supply for 5.01vdc at the image processor and performed testing again. Two separate test pts with images saved with no problems. The re-booted the system several times to ensure no further problems exist. The system performs as intended at this time.

Event description:
The customer reported that the system does not seem to be storing images properly (adding images to pt locations that do not belong).